Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced oversensing and a dramatic shift in pace/sense impedance was noted. An invasive procedure was performed and the physician elected to explant the complete system. A new ICD system was implanted.